Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the up button on the patient's infusion device was only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.